Manufacturer narrative:
Additional information received indicated that the device was discarded and is not available for inspection.   Additional information received indicated that the procedure performed was a percutaneous transluminal angioplasty (pta). No target lesion/target lesion characteristic information is available. The approach for the procedure was contralateral. There was no reported difficulty advancing the catheter to the desired position. There was no reported withdrawal difficulty. Three (3) marker bands were reported to have been dislodged and left in the patient. The marker bands remained in the femoral artery. There was no reported attempt to remove the dislodged marker bands from the patient. The patient did not experience any adverse event as a result of the dislodged marker bands. The physician¿s plan of treatment for the patient in regards to the dislodged marker bands is medical surveillance. The procedure was performed/completed successfully as planned with no patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. There is no patient information available (age, gender, medical history). There was no other product issue noted either at the account after the procedure. Procedural films are not available. No additional information is available.   As reported, during a percutaneous transluminal angioplasty (pta) procedure, difficulties were experienced with the 110 cm. 6 fr. Supertorque marker band pigtail 6sh diagnostic catheter. The marker bands dislodged and (an unspecified number of) marker bands remained in the patient. There was no reported patient injury. Additional information received indicated that the procedure performed was a percutaneous transluminal angioplasty (pta). No target lesion/target lesion characteristic information is available. The approach for the procedure was contralateral. There was no reported difficulty advancing the catheter to the desired position. There was no reported withdrawal difficulty. Three (3) marker bands were reported to have been dislodged and left in the patient. The marker bands remained in the femoral artery. There was no reported attempt to remove the dislodged marker bands from the patient. The patient did not experience any adverse event as a result of the dislodged marker bands. The physician¿s plan of treatment for the patient in regards to the dislodged marker bands is medical surveillance. The procedure was performed/completed successfully as planned with no patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. There is no patient information available (age, gender, medical history). There was no other product issue noted either at the account after the procedure. Procedural films are not available. No additional information is available.   The product was not returned for analysis. Review of lot 17555968 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.   Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the products instructions for use, users are warned that manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) procedure, difficulties were experienced with the 110 cm. 6 fr. Supertorque marker band pigtail 6sh diagnostic catheter. The marker bands dislodged and (an unspecified number of) marker bands remained in the patient. There was no reported patient injury. The product will be returned for inspection. Additional information has been requested.